Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon was found to be fractured after giving the pressure. The procedure was completed with another a cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on may 21, 2023: the customer stated that the balloon burst and no pieces of the balloon detached inside the patient.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the catheter of the device had no damages. Visual inspection of the balloon found it was ruptured. Functional analysis could not be performed due to the condition of the returned device. Microscopic inspection found a rupture located approximately at 72 mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event was confirmed. The rupture found in the balloon is likely to have occurred due to factors encountered during the procedure; it can be due to excess pressure, interaction with other devices, or anatomical affairs. These factors and interactions could influence the damage found in the balloon. However, it is possible that interaction with any surface during the procedure could create friction on the balloon, causing it to rupture during the procedure. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon was found to be fractured after giving the pressure. The procedure was completed with another a cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on may 21, 2023: the customer stated that the balloon burst and no pieces of the balloon detached inside the patient.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon was found to be fractured after giving the pressure. The procedure was completed with another a cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of balloon burst.